Event description:
It was reported that the patient had a (B)(6) infection with vegetation. The bi-ventricular defibrillator system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk bi-ventricular defibrillator, (B)(6) 2009. A 694758 implantable tachy lead, (B)(6) 2009. A 5076-45 implantable pacing lead, (B)(6) 2009. (B)(4).